Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the yellow o-ring at the battery cap was visible at the time of power interruption, and that the battery cap had not been replaced in four to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the pump¿s black box data revealed evidence of pump reboots. The battery compartment was observed to be cracked. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The pump powered on with the test battery cap. The pump was exercised for 24 hours with power interruptions or duplicated alarms. The pump was opened and no moisture was observed on the internal components of the pump. Unrelated to the initial complaint, the display screen was discolored.